Manufacturer narrative:
Concomitant medical products: 620bg27 annuloplasty band. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department after receiving an inappropriate shock when the implantable cardioverter defibrillator (ICD) detected a supra ventricular tachycardia (svt) episode as a ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.